Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 450 mg/dl. Current blood glucose was 347 mg/dl. The customer experienced symptom such as muscles contraction. Customer treated for high blood glucose with more insulin by using the insulin pump and injections. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. The insulin pump will not be returned for analysis.